Event description:
It was reported that at the patient's appointment on (B)(6)2024, it was noted that the system monitor was saying replace backup battery. They had not gotten an advisory alert for replace backup battery. The battery was exchanged, but the alert continued. Ultimately, the system controller was exchanged. The alert cleared after exchanging the system controller. No log files would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm on the system monitor was confirmed via the evaluation of the returned system controller and the downloaded log files. Upon connecting the returned heartmate 3 system controller, serial number (B)(6), to a test power module and system monitor, a replace backup battery alarm activated on the system monitor. The system controller clock was then revealed to be set to the year 2029. After the system controller clock was synced to the correct year, the alarm resolved. The system controller was then functionally tested and passed without issue. By (B)(6)2029 at 10:44:40 per timestamp, the log file captured the system controller clock set to the year 2029 and active backup battery fault alarms due to backup battery end of service life faults. The backup battery end of service life faults were due to the system controller clock year being set to the year 2029, which is greater that the expiration date of the backup battery in use. The backup battery fault alarms briefly resolved on (B)(6)2029 from 09:36:37 ¿ 09:36:50 along with an active backup battery not installed alarm; this is consistent with the backup battery being exchanged. The backup battery fault alarms were active for the remainder of the log file as the year was not reset to 2024. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the alarms cleared after the system controller was exchanged. The root cause for the reported event was determined to be due the system controller clock being incorrectly set to the year 2029, resulting in the system controller clock date being greater than the backup battery expiration date. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot backup battery fault. The heartmate 3 instruction for use section 2, entitled ¿system operations¿ provides instruction on how to set the system controller clock and synchronize the date and time with the system monitor. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.